Manufacturer narrative:
Physio-control evaluated the customers device duplicated the reported issue. The cause of the reported issue was determined to be the power pcb. Due to part obsolescence the device was deemed unrepairable. No further root cause is known. The customer received a replacement device through trade-in and the old device was archived by physio-control.

Event description:
The customer contacted physio-control to report that their device will shut off by itself. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device will shut off by itself. There was no patient use reported with the event.